Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured at the end of an infusion on a (B)(6) male patient. The device had been infusing a 240 ml solution of an antibiotic and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.